Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing, pacing impedance measurements of less than 200 ohms, and high pacing threshold measurements. A surgical procedure was performed and the lead was removed from the device, and no signal was observed in bipolar configuration. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the initial report that was erroneously reported as boston scientific does not manufacture this product.